Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Troubleshooting was done for insulin pump error alarm. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received error 38 during rewind. Motor tested outside the device and received pump error 38, due to jammed gearbox. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. The following were noted during visual inspection: cracked keypad overlay, faded serial number label, pillowing keypad overlay and minor scratches on case.